Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported air in line sensor was constantly on which was reproduced. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's air in line sensor was constantly on. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.